Manufacturer narrative:
Initial reporter addr 1: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ needle-free connector extension set experienced blockage. The following information was provided by the initial reporter: resistance was seen while priming extension tubing, the staff was unable to prime one of the extension tubing. Both samples taken and will be submitted in office for further investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 09-sep-2022. H.6. Investigation summary: two 20019e7d samples from lot 21106189 were received in opened packaging for investigation; residual fluid was present in one of the returned samples. No connecting products were received to assist the investigation in this instance. The feedback provided by the customer indicates complete occlusion was detected during priming of one of the lines. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting the devices to a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21106189 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ needle-free connector extension set experienced blockage. The following information was provided by the initial reporter: resistance was seen while priming extension tubing, the staff was unable to prime one of the extension tubing. Both samples taken and will be submitted in office for further investigation.